Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v244043, implanted:(B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a sudden change in therapy or symptoms on (B)(6) 2015. The patient had leakage at 6.3v. The patient programmer wasn't working. The patient tried new batteries and this solved the issue. The patient increased stimulation and now felt stimulation just fine. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.